Event description:
Femoral prosthesis disassociated.

Manufacturer narrative:
Conclusion statement: user error contributed to event. Three requests to user facility have been made by no medwatch form has been received. Product was MFR and sold by dow corning wright, the assets of which were purchased by wright medical technology.